Manufacturer narrative:
An event of high pacing impedance and failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was not used was replaced during the procedure on (B)(6) 2024. The patient remained stable throughout.